Event description:
A report was received that the patient's leads have become superficial due to non-device related weight loss. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's leads have become superficial due to non-device related weight loss. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-70, serial # (B)(4), description: linear 3-4 lead, 70cm.

Manufacturer narrative:
Additional information received indicates that the physician revised patient's leads. The patient is getting good stimulation and is reportedly doing well.